Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. No frozen screen during test. Pump was cut open to perform visual inspection and no moisture damage on the pcba 1 / pcba 2. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file or traces date and time of alarm 03/19/2026 08:23:00.000, 03/19/2026 08:33:00.000 brokenforcesensorerror (35) due to faulty force sensor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Alarm-aa99-critical pump error confirmed and alarm-a338-pump error 35 confirmed. Display anomaly-frozen screen not confirmed. Pump error 24 unable to confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged critical pump error 24 (this alarm is generated when a power failure is detected) and unable to clear the pump errors, power loss alarm and program the pump. The customer reported no adverse event. The event involved product mmt-1811. Troubleshooting was performed and issue was unresolved. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1811 will be returned for analysis.